Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received a result of 4.2 mmol/l at 2:47 at home, then the user drank sugar water and ate fruits. Later on, the user felt unwell and went to hospital, at 17:14h the laboratory result showed about 35.5 mmol/l.